Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not performing as expected. Troubleshooting techniques did not resolve the issue. Therefore, a replacement surgery was performed and a leak was identified in the tubing. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.